Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Relate manufacturer report number: 2017865-2019-14204. During an in clinic follow-up, noise that resulted in oversensing were noted on the right atrial (ra) lead and the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continued to be monitored.